Manufacturer narrative:
The insulin pump was received with alarms due to loose drive support disk.

Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that the insulin pump pushes the reservoir out of the reservoir compartment. He stated that he have to keep pushing it down to prevent from falling out the button of the insulin pump. Nothing further was reported.